Manufacturer narrative:
Evaluation: the unit was received dirty and was tested as received. It passed all performance tests. The complaint could not be duplicated.

Event description:
Unit had overfilled a final container, based on the following: unit issued a no flow alrm when the 100ml source container on station 1 was empty. The volume delivered display read 50ml and the programmed volume was 60ml. The caller stated that the source container was full when compounding of the catheter was begun. This was the fourth container compounded that day. It was discarded, so there was no pt involvement. The unit will be returned for evaluation.